Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms and belt unusable) has been confirmed. Upon investigation the trunk cable's green (+3.3v), black (main batt), and red (can h) wires were severed. The cause for the service code and reported alarms was the damaged wires. The root cause for the damaged wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing arrhythmia alarms and a service code 204 (belt unusable).